Manufacturer narrative:
Corrected data: h6-device code: 2923 lens rotation. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -11.00/3.0/90 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a longer length lens due to low vault and rotation but it did not resolve the problem.

Manufacturer narrative:
Reference MFR# 2023826-2019-01727. Device evaluation: dimensional inspection did not find the lens to be within specifications. Functional inspection was performed and found lens to be within specification. Investigation found that it is likely that the customers switched the initial and exchange lenses when packaging them for return. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: date received by manufacturer in previous MDR 24-nov-2019 is corrected to 24-dec-2019 (B)(4).

Manufacturer narrative:
Corrected data device evaluation: lens returned dry in lens case/vial. Visual inspection found haptic torn. Reference MFR# 2023826-2019-01727 for exchange lens. Additional information: method code 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work orders(s), including the suspected device, have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Method code 4110: lens work order search: no additional similar complaint type event(s) within associated lots were found. (B)(4).